Event description:
It was reported though an online obituary search that the patient was deceased. The patient¿s believed treating neurologist had not been seen the patient for years and was unaware of his status. The device history records of the vns generator and lead were reviewed by the manufacturer, and it was found that all quality tests passed prior to distribution. Follow up with the office of the local medical examiner showed that the patient was not evaluated by their facility. No additional pertinent information has been received to date.